Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient was prescribed antibiotics. The cause of the redness was not determined, but it has been resolved. The patient¿s device is reportedly working properly.

Manufacturer narrative:
Event date approximate. In the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient had an infection at the site of the ins. The patient's left chest ins was warm to touch and had redness at the bottom of the ins that radiated to outline all over the ins. The patient had started on antibiotics. No further complications were reported as a result of this event.